Event description:
During an event when the physician deployed half length of the matrix soft-2d coil, which was the 3rd coil in this procedure, in the aneurysm, it was noted that the coil had detached from the pusher wire. Finally, the physician had to withdraw the piece in the aneurysm with a retrieval device, then found that the coil had broken off into half without electrical detachment. No complications with the pt were reported as a result of this event.